Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint of disconnecting difficulty could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported difficulty disconnecting the 2000e from the hub of a neostar catheter. As a result, the catheter (which had been in since october) had to be replaced because the hub of the catheter was cracked related to kelly clamp being used to remove the 2000e valve. The replacement was a medical procedure performed by a physician in interventional radiology; it required passing a guidewire through the old catheter, removing it, and passing the new catheter over the guidewire. Although requested, no further patient/event information is available.